Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Allegation of premature battery depletion (pbd) incorrectly captured on this pacemaker. Please see medwatch report # 2124215-2023-41200 regarding pbd associated with a different patient. Correction to b5: event description updated to remove details regarding incorrect pbd allegation, as this device was replaced prophylactically due to advisory. Correction to d6a: implant date is (B)(6) 2026, not (B)(6) 2023. Correction to h6: coding updated to remove details regarding incorrect pbd allegation. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that prophylactic replacement was scheduled for this pacemaker due to advisory concerns. It was noted that there was oversensed right atrial (ra) noise with pacing inhibition. In addition, there was a known fracture on right ventricular (rv) lead and an additional rv lead was implanted in 2016. Revision was anticipated for both leads. Additional information received reported that this pacemaker was explanted and replaced, the right atrial (ra) lead was explanted and replaced, and the fractured rv was explanted. The rv lead implanted in 2016 remains in service. Fluroscopy was unable to discern the cause of the oversensed ra noise with pacing inhibition, however ra lead damage was visually confirmed upon explant. No additional adverse patient effects were reported. The pacemaker is expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this recently implantable pacemaker was suspected to be depleting prematurely. A longevity estimate less than 6 weeks post-implant showed 2.5 years remaining on the battery. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. It was noted that there was oversensed right atrial (ra) noise with pacing inhibition. In addition, there was a known fracture on right ventricular (rv) lead and an additional rv lead was implanted in 2016. Revision was anticipated for both leads. Additional information received reported that this pacemaker was explanted and replaced, the right atrial (ra) lead was explanted and replaced, and the fractured rv was explanted. The rv lead implanted in 2016 remains in service. "Fluoroscopy" was unable to discern the cause of the oversensed ra noise with pacing inhibition, however ra lead damage was visually confirmed upon explant. No additional adverse patient effects were reported. The pacemaker is expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Allegation of premature battery depletion (pbd) incorrectly captured on this pacemaker. Please see medwatch report # 2124215-2023-41200 regarding pbd associated with a different patient. Correction to b5: event description updated to remove details regarding incorrect pbd allegation, as this device was replaced prophylactically due to advisory. Correction to d6a: implant date is (B)(6) 2026, not (B)(6) 2023. Correction to h6: coding updated to remove details regarding incorrect pbd allegation.

Event description:
It was reported that prophylactic replacement was scheduled for this pacemaker due to advisory concerns. It was noted that there was oversensed right atrial (ra) noise with pacing inhibition. In addition, there was a known fracture on right ventricular (rv) lead and an additional rv lead was implanted in 2016. Revision was anticipated for both leads. Additional information received reported that this pacemaker was explanted and replaced, the right atrial (ra) lead was explanted and replaced, and the fractured rv was explanted. The rv lead implanted in 2016 remains in service. Fluoroscopy was unable to discern the cause of the oversensed ra noise with pacing inhibition, however ra lead damage was visually confirmed upon explant. No additional adverse patient effects were reported. The pacemaker is expected to be returned for analysis.